Event description:
Event determined to be reportable based on analysis approved 05/29/2008: it was reported that the hub of the quantum maverick 12mm x 3.5mm balloon catheter contained a "defective hub". The patient's status was reported as "ok". Device analysis revealed a white gel-like substance.

Manufacturer narrative:
Product analysis confirmed the defective hub. Prior to disinfecting a white gel-like substance was noticed inside the hub. The white substance was dissolved when the product was disinfected, so no further material analysis could be completed. The product was returned unused with the bitube and product mandrel still in place. The hub was examined under magnification and no cracks or damage was found. Next we prepped the device without issue to ensure there was no issue with the luer threads. The hub functioned as intended. The manufacturing records for this batch number have been reviewed and no issues or discrepancies were found. This records review confirms that the device met all material, assembly and performance specifications. The root cause will be considered undeterminable since the white gel-like substance was unable to be identified.